Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological proceduer to treat stress urinary incontinence and pelvic organ prolapse and a mesh was implanted. It was reported that due to mesh erosion with exposure, patient underwent mesh removal and posterior repair on (B)(6) 2012 .(B)(4).